Event description:
The customer reported air bubble in the reservoir during troubleshooting for no delivery. Troubleshooting was done. Customer's blood glucose was 101 mg/dl. Customer stated the air bubble was released with 5.0 units of manual prime that was performed during no delivery troubleshoot. Customer stated no need to complete the troubleshooting for air bubble. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).